Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.